Event description:
It was reported that the bd safetyglide¿ needle packaging unit had a hole in it, rendering the device unsterile. The following information was provided by the initial reporter: "during loading the hopper we found one unsealed needle in a block of 5. The needle was exposed to the environment and was no longer sterile. The plastic had not been ripped but looked like it was not large enough to enclose the needle and sheath.. The batch number is 1084149 expiry 28.02.2026. We inspect every needle onto line and the unsealed syringe was picked up during this inspection on removing the strip from the box."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. Two photos were provided to our quality team for investigation. Through visual inspection a large hole exposing the needle to the environment observed. The observed condition was non-conforming per product specification. Potential root cause for the insufficient form defect is associated with the packaging process. This defect most likely occurs due to insufficient vacuum pressure or failure of the cylinder in the package forming station which helps drive the clamping mechanism. Adequate controls in the way of machine faults are in place to ensure that the machine does not run in a vacuum deficient state. Therefore, it is most likely happen due to cylinder in the forming station failed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1084149 is considered in compliance with our product specification requirements. A device history record review was completed for provided lot number 1084149 . A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.